Manufacturer narrative:
The customer reported that this bedside monitor (bsm) does not recognize the battery and the unit displays a battery alarm. The customer tried different batteries multiple times; however, the issue remained. It is unknown whether the unit was in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 03/27/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 03/31/2026 I called roger to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for roger to call me back with this information. Attempt # 3: 04/06/2026 I called roger to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for roger to call me back with this information.

Event description:
The customer reported that this bedside monitor (bsm) does not recognize the battery and the unit displays a battery alarm. It is unknownn whether the unit was in patient use at the time.